Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
Per user facility medwatch form, #(B)(4), during a thoracotomy procedure; per the attending physician, the device would not open after using a vascular load. It is not known how the procedure was completed. There were no patient consequences reported.